Event description:
Bone cement was inserted. Within seconds, blood pressure dropped from 150 systolic to 30 systolic. Surgeon's report also states bradycardia. Vasopressor drugs were given without success. Resuscitation was carried out for 55 minutes with no result.